Manufacturer narrative:
Several attempts were made in effort to retrieve the universal modular electric/battery double trigger handpiece, serial number (B)(4), without success. The device was not returned for complaint investigation. Therefore, it could not be visually inspected in an effort to confirm the defect. Device history record review was performed and no issue was discovered during the manufacturing process that could explain the reported defect. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the modular electronic / battery double trigger handpiece, (B)(4), was not working. A delay in surgery of more than 30 minutes was reported as the unit used as replacement needed to be sterilize. There is no additional harm or injury to patient/operator reported. The event date in unknown, the notification date is in (B)(6) 2017.